Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation. In 2009, the patient/layperson and her husband informed the cca that her onetouch ultra meter had not turned on consistently for several days despite replacing batteries. After the alleged issue started, the pt reported feeling dizzy, as if she would pass out when she awoke the morning of the day prior to contact to cca. Whether the pt ate breakfast in the morning was not provided. The pt took no action until noon when she used her nephew's meter, result 61 mg/dl. The pt self treated with crackers. During troubleshooting with the cca, who replaced the meter and test strips, the meter turned on and functioned as expected. However, since the pt reportedly had symptoms with a blood glucose of 61 mg/dl that required self-treatment, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.